Manufacturer narrative:
Investigation determined that the tissue samples exhibiting sub-optimal tissue processing were derived from the "4. 7.2 hr run" protocol started in retort a at 18:39pm on (B)(6) 2017, which comprised 59 cassettes and completed at 01:53am on (B)(6) 2017. Information communicated to the fss during on-site investigation of the circumstances involved in this complaint indicated that a user had "switched" the locations of bottles 3 and 9 in the reagent cabinet of the instrument following completion of manual replacement of the reagents in these bottles at 12:51pm on (B)(6) 2017 ie. Bottle 3 (70% ethanol) had been inserted into station 9 and bottle 9 (ethanol) had been inserted into station 3 in error. The reagent from the bottle in stations 3 and 9 was scheduled for the first and final dehydration steps respectively of the "4. 7.2 hr run" protocol started in retort a at 18:39pm on (B)(6) 2017, from which sub-optimal tissue processing was identified. As a consequence of the use error, 70% ethanol was used for the final dehydration step of the "4. 7.2 hr run" protocol started in retort a at 18:39pm on (B)(6) 2017. As the minimum final reagent concentration required for ethanol is 98%, use of a reagent at a concentration less than the minimum required for the final dehydration step in a protocol results in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. Investigation of this complaint found that the instrument operated within specification during execution of the "4. 7.2 hr run" protocol started in retort a at 18:39pm on (B)(6) 2017. Based on information communicated to the fss, the facts suggest that the root cause of the sub-optimal tissue processing reported was a use error, which occurred at 12:51pm on (B)(6) 2017. Specifically, a user had inadvertently inserted bottle 3 (70% ethanol) into station 9 and bottle 9 (ethanol) into station 3 in error following manual replacement of the respective reagents.

Event description:
The following information was documented by a leica biosystems north america technical support representative "tech was changing the peloris and filled three bottles with wrong solution". On 06 december 2017, the leica application specialist (fss) who provided support to the laboratory in association with this complaint documented the following information: "employee switched bottles 3 and 9 on this unit ... All bottles were changed out." The fss also documented that tissue in 59 cassettes derived from a 7.2 hour protocol executed on (B)(6) 2017 had been adversely impacted and were "underprocessed". On 09 december 2017, leica biosystems (B)(4) received information that peloris user training had been conducted at the laboratory by the fss during a site visit on 08 december 2017. On 28 december 2017, the fss documented that all cases involved in the event had been signed out.